Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare rep that a component on a replacement valve assembly of an rd900aeu neopuff infant resuscitator appeared to have been glued incorrectly. This event was detected out-of-box, prior to pt connection. Accordingly there was no pt consequence.

Manufacturer narrative:
(B)(4).the valve assembly component of the rd900aeu neopuff is currently en route to fisher & paykel healthcare's service center in the united states for inspection. A replacement part has been sent to the healthcare facility concerned. We will submit our findings in a follow-up report following receipt of the device and completion of our inspection.